Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use electrosurgical knife fell off during a therapeutic endoscopic submucosal dissection (esd) procedure. It is currently unclear whether the tip that fell off remained inside the body. The procedure was completed with use of a similar device. Additional follow-up questions have been sent to the customer. There have been no reports of patient harm.

Event description:
The device remains in the stomach's fundus and has not been retrieved. No unplanned diagnostic imaging has been performed to locate the device. Furthermore, it was confirmed that two broke off during the same procedure. The endoscopic submucosal dissection (esd) procedure was performed using a pump for water supply and hyaluronic acid saline as the injection liquid. The device malfunctioned at the incision stage, with a break occurring after energization, despite normal esd inspection and no red heating of the knife occurred. The physician, who performs over 10 cases per week, reported no significant differences from usual cases, though some variables such as setting and scope may have differed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation and device evaluation. Additionally, to provide information received through follow up (b5) and updates to sections d4, d8, h3, as well as a correction to h4. The device was evaluated by olympus, and the reported malfunction was confirmed. The tip was detached however, the detached tip was not returned for investigation. The cutting knife and the distal end cover was discolored to black and scorched. The cutting knife was melted and deformed. Based on the results of the investigation, the likely mechanism causing the tip detachment is as follows: 1) a spark discharge occurred between the tissue and the electrode during output activation due to the factors described below. · the high-frequency output was set too high. · the electrosurgical unit was used in the coagulation mode. · the output activation time was too long. 2) high heat generated by the spark discharge was locally applied to the tip and the electrode, leading to a decrease in the adhesive strength of the agent securing the cutting knife and the tip. 3) a force applied to the tip during tissue incision, as described above 2, decreased the adhesive strength of the adhesive agent, leading to the tip's detachment. However, the exact cause of spark discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. The following patient identifiers are linked: (B)(6). Olympus will continue to monitor field performance for this device.